Manufacturer narrative:
No report of patient involvement. The ge healthcare biomed removed and cleaned the breathing circuit.

Event description:
The ge healthcare biomed reported the unit alarmed for a ventilator failure. There was no report of patient involvement.